Manufacturer narrative:
Motor error alarm during the basic occlusion test due to force sensor resistor. No unexpected compromised force sensor system alarm. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a compromised force sensor system. Troubleshooting was performed. The customer stated that insulin was squirting out during the manual prime process. They were unable to exit the preparing to prime loop. The insulin pump had not been dropped or bumped prior to the unexpected restart alarm. The customer¿s blood glucose level was 253 mg/dl. They treated their blood glucose with a manual injection. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.